Event description:
It was reported by service report that the head end of the bed stuck halfway up and the bed could not be lowered all the way down. It is unk if there was pt involvement or if there were adverse consequences to report.